Event description:
It was reported that: "on (B)(6) 2026, venous puncture was successfully performed; however, burrs were found at the distal tip of the sheath during the assembly of the vascular sheath set, rendering it unfit for use. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " (B)(6) 2026,venous puncture was successfully performed; however, burrs were found at the distal tip of the sheath during the assembly of the vascular sheath set, rendering it unfit for use. No harm for the patient. The patient condition is fine.no medical intervention was required."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.